Event description:
It was reported from germany by the medical staff that a patient experienced power source switching from one port to the other port before the battery was at 25% capacity. The batteries were exchanged, and resolved the issue. There were no reported consequences or impact to the patient; the patient activity is unknown during the event. No additional information was provided. This is report two of two reports (3007042319-2015-00958 and 3007042319-2015-00959) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. When one battery is depleted to less than 25%capacity, the controller will automatically switch to the other battery. An intermittent "beep" will sound, the alarm indicator will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report two of two reports (3007042319-2015-00958 and 3007042319-2015-00959) submitted for devices related to the same event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed as log files were not available for analysis. Analysis of the device revealed that the battery met specifications; (B)(4) passed visual inspection and functional testing. There are no known clinical or user related factors that could have contributed to this event. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching are most often attributed to a communication error between the controller and batteries. The most likely root cause is a communication error between the controller and batteries. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The results of the analysis found no fault; therefore, the device in this report is not considered to be FDA reportable. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is report one of two reports (3007042319-2015-00958 and 3007042319-2015-00959) submitted for devices related to the same event.